Manufacturer narrative:
One used stone extractor coiled inside a surgical bowl was received. The entire basket has become separated below the distal cannula noting approx a 1cm piece of one basket wire is missing. In viewing the basket under a microscope the location of separation below the distal cannula appears to have been pulled to separation and the ends of separation on the basket wire have the appearance of being hit by a laser. The ends of the wire have a melted formation with a diagonal jagged cut. The physician retrieved the missing wire from the pt within the same procedure using a n-gage extractor adding very minimal time to the procedure and causing no harm to the pt.

Event description:
The basket broke during stone retrieval. They were able to pull it out with an n-gage.